Event description:
It was reported that pump displayed malfunction code 9, and no notable events occurred prior to malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was assisted with resetting pump, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction code appeared again, which customer acknowledged and understood.